Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign objects in the jet tube. There were no reports of patient involvement.

Event description:
Correction to b5 of the initial report: during the device evaluation, it was also noted that the distal end cover was burned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5, please see b5 for further information. Correction to h6 component code of the initial report to add "772-cover" additional information: h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for distal end burn could not be determined. Similarly, the root cause of foreign material found in the device could not be established, and the foreign material could not be identified. It was unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the location where the foreign material remained. The distal end cover burned can be detected/prevented by following the applicable chapters in the instructions for use: if-ez1500 operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. IFU provides warning for use of high-frequency endo therapy instruments as follows: gif-ez1500 operation manual_4.3 using endotherapy accessories ¿ never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.